Event description:
During a maxillofacial procedure involving vsp system devices, the surgeon reported that the pre-drilled holes for the custom plate did not properly align, leading to additional holes being drilled in the patient's maxilla.